Event description:
Pt found with shallow respirations and difficult to arouse. Period of apnea 20 seconds. Narcan 0.2 mg IV narcan. Pt had been receiving morphine 2 mg pt-bolus per hour with a delay between boluses of eight minutes with maximum of six doses per hour. Actual dose was 120 mg ms over a period of one hour and 15 minutes. Examination of pump revealed that the cassette had dislodged from the pump and locking mechanism was unlocked. Pump had sustained a drop to the floor some time prior to incident. Initial mechanical inspection by biomedical engineering revealed: a) the pump had a piece of tape wrapped around the battery compartment. B) the pump had no sign of any physicial damage. C) the cassette locking button was in the unlocked position. D) the pump remote dose cord was in good condition. Pump program settings were: a) lock level 1. B) res vol 27 ml. C) mg/ml. D) rate 1.0 mg/hr. E) dose 2.0 mg. F)dose 8 minutes. G) dose 6/hour. H) dose given 46. I) attempts 338. J) given 118 mg. The pump was tested for proper operation. The integrity of the pump's locking mechanism was tested. No problems found with the pump's operation, or the pump's locking mechanism.